Event description:
Physician reported they "terminated pain practice in 2003 after giving patients ample time to acquire new physicians. Patient hadn't found a new physician and subsequently allowed patient's pump to empty." The patient had symptoms of withdrawal including "nausea, choriza, tremulousness, pain, diarrhea." The pump was refilled and IV narcotics given. The patient was reported as having recovered without sequela.